Manufacturer narrative:
Medtronic received the following information from a journal entitled ¿predictors of five-year survival after evar: 10-year experience of single-center cohort study¿.  Torabi n, shafiee a, heidari a, hajizeinali m, jalali a, hajizeinali a predictors of five-year survival after evar: 10-year experience of single-center cohort study. Ann vasc surg. 2023 oct;96:115-124.  Doi: 10.1016/j.avsg.2023.03.034 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ predictors of five-year survival after evar: 10-year experience of single-center cohort study¿.  The time frame for the study was over ten years. Multiple manufactures products were implanted in the patient population including endurant stent grafts. 154 patients were included in the study.  Among the patient population the following malfunctions were reported; type I, iii endoleaks , kinking  the following adverse events were reported; stroke, occlusion, ischemia, myocardial infarction, congestive heart failure, renal failure, rupture, infections, intervention patient mortality was reported but there is no causal link that a endurant stent graft caused or contributed to any deaths. No further information was provided pertaining to medtronic products.